Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity, heavy calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. The 3.0 x 23 mm xience prime stent was deployed at the target lesion at 10 atmospheres; however, a proximal dissection occurred which was treated with another 3.0 x 15 mm xience prime stent. No additional information was provided.